Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient reported red sores/burns (ulcers) in small areas bilaterally one week post treatment. Was treated with oral and topic antibiotics. Physician noted no permanent injury or impairment, but patient unhappy due to residual scars. Scars expected to resolve over time.